Manufacturer narrative:
Block b3: date of event: date of event was approximated to (B)(6) 2023 based on the date the manufacturer became aware of the event. Block e1: assistant physician: dr. (B)(6) . Block h6: imdrf device code a15 captures the reportable event of clip difficult to release from catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip device was used during an unknown procedure performed on an unknown date. During the procedure, the clip was too difficult to release from the catheter. No patient complications have been reported as a result of this event. No further information has been obtained despite good faith efforts.